Event description:
It was reported that during the procedure, the fiber could not crush the stone after crushing halfway. The procedure was completed with another of the same device. There was no patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that there were no defects on the fiber body. Microscopic inspection found that there was no light exiting the connector face, the connector had an internal fracture. Functional test found that the fiber had been used 29 times. The observed condition of distorted light exiting the connector can be result of an internal connector fracture. Fracture withing the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Also, noted that in this case, this fiber was used 29 times which is over the recommended 10 uses mentioned in the instruction for use. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Care should be exercised with the glass tip to avoid sever impact or side stresses that may fracture the tip. Also, stated that only after preparation and reprocessing - within the limits of maximum 10 application cycles - the lighttrail reusable laser fiber may be used. Using the lighttrail reusable laser fiber beyond the allowed 10 applications cycles is not permitted and can lead to unforeseeable risks for patient, operator and laser device. A risk review was performed for the lighttrail reusable laser fiber confirmed that the event of break is known event defined in the risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review conformed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The investigation conclusion code assigned is failure to follow instructions which indicates that problem traced to the user not following the manufacturer's instructions.